Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient experienced an issue with one infusion set. The plastic holding for the tubing connection at the body site came off during the night, but the rest of the adhesive remained on the body. The infusion set had been in use for 1 1/2 days. The patient's blood glucose level at the time of the issue was 18 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.